Manufacturer narrative:
Date of initial report: 12/20/2007. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The report stated that near the end of a tonsillectomy, with 100% o2 being used, the doctor changed the electrode on the end of the es pencil to a finer needle electrode. The electrode was inserted into the nasal cavity through the nostril to do a turbinate reduction and activated. They were using a red rubber "guard" to limit the amount exposed to 1/2 cm of electrode. When activated a "pop" sound was heard and flames shot out the nostrils. This was reported as a 1st to possibly 2nd degree burn to inside left nostril, 1/2 to 1 sq cm and was treated with silvadine. The settings on the generator were 20w spray.